Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The site was able to recover from the non-recoverable 41014 issue. The fse was able to reproduce the issue with the generator and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had c-34 errors, and the customer replaced the energy cable but that did not resolve the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller hit e-stop and the caller proceeded with instrument release key on the instrument that was grasping tissue. The customer successfully removed instrument, and the tse had caller power cycle, but one of the consoles power buttons was blinking blue. The tse walked caller through a hard power cycle, and they had an error 55 come up. The customer had the console disconnected, then they reconnected the blue fiber cable and it came back up fine, but they still were having issues with the generator. Site got another non-recoverable 41014 after rebooting and decided to connect a force triad generator and use that for monopolar energy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Logs also show an m-11 error as well. During fa, the issue was replicated with c-34 and c-30 errors on monopolar coag functions and c-00 errors in generator logs. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.